Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) sent this device again to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory indicated no microbial growth for the instrument channel, suction channel, air/water channel and elevator wire channel of this device. Therefore, it cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, the microbes were detected as follows, from this device. Therefore, it became "alert level" in the (B)(4) guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. - total channel: 14 cfu/100ml (bacillus spp.) - instrument channel: 13 cfu/100ml (bacillus spp.) - suction channel: 8 cfu/100ml (bacillus spp.) - air/water channel: 16 cfu/100ml (bacillus spp.) - elevator channel: 15 cfu/100ml (bacillus spp.) The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, burkholderia cepacia(>100cfu/endoscope) were detected from the subject device which was reprocessed using a non-olympus automated endoscope reprocessor model adaptascope. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.